Event description:
Procedure type: lap ventral hernia repair. According to the reporter: the active blade of the device broke off during use inside the pt. The surgeon was able to recover the broken piece. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.